Manufacturer narrative:
The reporter's meter was returned for investigation. The display shows several colored spots that remain unchanged during operation the results are clearly readable. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with a coaguchek xs pro meter. The customer stated there were lines across the screen that affected the results field. No results have been misinterpreted due to the lines across the screen.